Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had vascular congestion issue after implant. Recently, the patient reported that this device was heating up, the patient's skin was getting pink and breaks down in sweat just localized around the device site. The health care professional (hcp) was concerned that the vascular issue near the device could be related to slow infection. The boston scientific technical services (ts) discussed that this would be very rare, or something indirectly related to the device. The patient will continue to be monitored. The device remains in service. No additional adverse patient effects were reported. Furthermore, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no anomaly conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The analysis revealed that the allegation against the device was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided..

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had vascular congestion issue after implant. Recently, the patient reported that this device was heating up, the patient's skin was getting pink and breaks down in sweat just localized around the device site. The health care professional (hcp) was concerned that the vascular issue near the device could be related to slow infection. The boston scientific technical services (ts) discussed that this would be very rare, or something indirectly related to the device. The patient will continue to be monitored. The device remains in service. No additional adverse patient effects were reported.